Event description:
It was reported that the patient presented for replacement procedure. During the procedure, the ventricular set screw on the pacemaker (pm) could not be loosened. The physician elected to explant and replace the pm. There were no patient consequences.

Manufacturer narrative:
The reported event of difficulty loosening the ventricular setscrew was confirmed. Analysis revealed the v-setscrew was significantly over-torqued. The over-torque most likely occurred at the implant procedure of the device. A type of wrench that is not a torque wrench would have had to be used to apply this amount of over-torque to cause damage to the connector block that the setscrew tightens into. This is a user/physician related anomaly that occurred at device implant.

Manufacturer narrative:
Correction: investigation conclusions, should have been "61, unintended use error caused or contributed to event".